Event description:
The iab was inserted into the pt on 4/29/1998 at 4:00 p.m. And removed on 5/1/1998 at 12:15 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required - reported 5/6/1998. (Pt's current status: expired - reported 5/6/1998.)